Event description:
It was reported to hamilton medical ag, that: the hamilton-t1 ventilator (pn 161006 / sn (B)(6) is displaying the following technical faults: blower fault, 446029, 485001. Then ventilator has stopped working and displaying these messages. No patient involvement, no medical intervention and no patient, user or third-party harm was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation is on-going.